Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine maintenance by the user, the subject device indicated too high a pressure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The subject device functioned without any problem and did not have any visible sign of damage. (B)(4) surmised that there might be some problem on the process of the user's inspection. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that this was caused by other device used or connection status, not the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
A formal investigation was initiated to investigate the root cause. Based on the results of the investigation, a definitive root cause could not be determined at this time. However, the following are considered to be potentially related to the root cause of the event: -overpressure due to inappropriate checking procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.